Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.  Fifty-three devices were received for evaluation; 52 events were confirmed during testing; 37 devices were found to be affected by corrosion and lack of lubrication; 3 devices were found to be affected by corrosion, lack of lubrication and fibers; 1 device was found to be affected by corrosion; 2 devices were found to be affected by corrosion, shattered bearings and lack of lubrication; 1 device was found to be affected by corrosion and shattered bearings; 8 devices were found to be affected by lack of lubrication. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 53 malfunction events, in which the device overheated. Forty-nine reported events had no patient involvement; no patient impact. Four reported events had patient involvement with no patient impact.